Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2006. It was reported that the pt experienced pain at the ipg pocket site. The physician decided to explant and replace the pt's ipg with a smaller model on (B)(6) 2011. It was reported that the physician did not change the ipg pocket site location. F/u on the pt found that the pt's ipg site was no longer painful. No further pt complications were reported.